Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure there was thrombosis/restenosis. During the index procedure in 2006, the pt had a 2.75x32mm taxus express2 drug-eluting stent (des) placed in the mid left anterior descending (lad) coronary artery. Three hundred fifty eight days later, "a clot was present after restenosis in the mid lad". An non-bsc aspiration catheter was used and then a 2.5x15mm maverick balloon was used. Add'l info was requested but not received.